Manufacturer narrative:
(B)(4).

Event description:
During the procedure, the physician rinsed the lead and implanted it. When the guidewire was pulled back, blood came out of the proximal end of the lead. The lead was explanted and a new lead was used to resolve the issue.

Manufacturer narrative:
Visual inspection did not find any anomalies. Electrical testing did not find any indications of conductor fractures or internal shorts. Blood inside the lead lumen was considered normal because blood could gain access from the distal tip towards the inner lumen of the lead. S-curve height was measured within specification.